Event description:
Procedure: laparoscopy - unspecified. Reportedly, three days after the procedure, a 2 cm x 1cm 2nd degree burn was noted by the patient. The site of the burn was on the left outer side of the thigh. No treatment required.